Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken distal clevis at the base as well as the ears of the clevis. The broken pieces were not returned, measuring roughly 0.231" x 0.233" in size. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. Additional observation(s) related to the customer reported complaint: the instrument was found to have a missing distal pulley near the base of the distal clevis. The missing pulley measures approximately 0.041" x 0.142" and was not returned. The complaint regarding a broken tip was confirmed by failure analysis. Common causes of the failure mode broken instrument distal clevis are attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis.

Event description:
Refer to h11 for follow-up information.